Event description:
It was reported by the estated of the late end user and his wife that the end users portable oxygen tank was in the trunk of a car he was a passenger in and was allegedly leaking oxygen. User's wife lit a cigarette inside the vehicle allegedly causing an accelerated fire by an alleged oxygen enriched environment. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The potential manufacturers for this product are all USA distributors who would normally file with the FDA on their own behalf and no MDR would be filed by invacare, however, since this is a "death event" and the actual manufacturer is "unknown" (invacare is not a potential supplier) invacare will be filing with the FDA and each potential us supplier will be made aware of the event.

Event description:
Lc - update from consumer affairs on 06/24/2016: the oxygen tank found in the trunk was manufactured by caire. The portable oxygen tank in the passenger compartment of the vehicle and being used at the time of the alleged incident was likely manufactured by caire or puritan bennett. No remnants were found, so this cannot be confirmed. Based upon the current status of this investigation, the two tanks in the car at the time of the fire were not manufactured and/or distributed by invacare. Not an invacare product. It was reported by the estated of the late end user and his wife that the end user's portable oxygen tank was in the trunk of a car he was a passenger in and was allegedly leaking oxygen. User's wife lit a cigarette inside the vehicle allegedly causing an accelerated fire by an alleged oxygen enriched environment. No additional information is available at this time.